Manufacturer narrative:
Case-(B)(4) the device was returned for investigation. The complaint was confirmed. The red rubber was found to have fractured. Visual inspection, load testing, and inspection of red rubber cross-section did not lead to discovery of any non-conformance.

Event description:
A patient underwent an on-pump coronary artery bypass graft procedure via median sternotomy with concomitant posterior wall encircling ablation utilizing the encompass clamp. Post procedure as the device was returned to the surgical instrument table it was observed that the gpm100 red rubber was fractured at the connection point to the magnetic tip. There was no reported serious injury to the patient during the procedure. If this malfunction were to recur, it may have the potential to cause or contribute to a serious injury.